Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the tha components were explanted during a 1st stage revision due to infection approximately 5 weeks post implantation. It was communicated that no further information would be provided due to lack of consent. Reportedly, infection was the root cause of the reported events; however, no supporting documentation was provided and the ¿type of bacteria¿ was unknown at the time of surgery. The patient impact beyond the reported infection and subsequent 1st stage revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a patient underwent a 1st stage revision hip arthroplasty for infection. Implants were explanted and sent to local pathology for sonification/infection identification. Sinus track from skin wound into deep tissue/joint was noted during surgery, along with 'foul odour' and heamoserous ooze/pus. Type of bacteria not known at time of surgery.